Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A forty-three-year-old male patient who had traveled to the united states from the philippines for work, with an unknown medical history, was involved in a motor vehicle accident. Emergency medical services found him unresponsive at the scene. He experienced a cardiac arrest during transport to the hospital and was resuscitated. He experienced another cardiac arrest in the hospital with return of spontaneous circulation achieved after 90 minutes of resuscitation. Patient was diagnosed with cardiogenic shock and coronary angiography demonstrated minimal blood flow throughout all three coronary vessels. An impella device was placed according to the instructions for use manual. Two drug-eluting stents were placed in the left main coronary artery and the left anterior descending coronary artery, with improved but limited blood flow restored. A chronic total occlusion was noted in the right coronary artery; intervention on this vessel was not possible. The patient was transferred to the intensive care unit for ongoing management. A suction alarm occurred on the impella device; the patient received fluid resuscitation and support levels were able to be increased. The treating physician stated that the patient appeared to be experiencing repeated episodes consistent with neurological storming and had difficulty regulating physiological responses including blood pressure. Laboratory results were repeatedly unable to be processed due to hemolysis. Throughout the same day, the patient demonstrated episodes of hypertension alternating with hypotension. The patient was assessed to be borderline hypovolemic, and albumin was administered, resulting in an increase in central venous pressure. A bedside echocardiogram was performed by the treating physician and showing the pump was improperly positioned. On the third day of support, urine output appeared clear, and the impella device was successfully weaned and removed. While the pump is conservatively coded for the patient¿s complications, they were more likely caused by the underlying heart condition, the motor vehicle accident, and complex neurological status following the accident. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.